Manufacturer narrative:
Gehc surgery field service engineer check system found bad ccd camera order parts call was completed.

Event description:
Customer reported that when he took one shot system worked ok, then he pressed new pt function key immediately the display on both monitors starting to shake. Confirmed sw version to be 4.8.12. There was no injury to the pt.